Manufacturer narrative:
The customer reported that while performing troubleshooting on a leak that was coming from the dimension exl with lm integrated chemistry system, the customer accidentally ripped the positive cable off the reagent probe cleaner pump. The customer received an electric shock when touching the cable, which was hanging loose. The leak was in one of the wash solution pump cassettes behind the syringe panel. Per siemens instructions, the customer replaced a wash solution pump cassette to stop the leak. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the cse visit, it was observed that a solenoid valve connector cable located between the reagent probe 1 (r1) syringes was completely oxidized and severed. The cse resoldered the cable. Based on the information provided, the probable cause of the leak is due to the wash solution pump cassette. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while performing troubleshooting for a leak that was coming from the dimension exl with lm integrated chemistry system, the customer accidentally ripped the positive cable off the reagent probe cleaner pump. The customer received an electric shock when touching the cable, which was hanging loose.